Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and measured the light intensity. He found the light intensity of the two cupolas much above the specified tolerance. He replaced the bulbs, corrected the power supply so the light intensity meets the specification, and returned the device to service. The manufacturer's operations manual suggests that the surgical team must verify that the wound is irrigated during the operation and adapt the illumination level to avoid dehydration of the tissues. The fst was informed that the biomed had adjusted the power supply the week before the event. It is likely that this adjustment was not performed according to the instructions in the labelling. (B)(4).

Event description:
(B)(4).